Manufacturer narrative:
(B)(4). It was reported, the patient usually used dianeal 2.5% ambuflex on the cycler. The patient was hospitalized for three days for an unreported indication, two weeks prior to being hospitalized for the peritonitis.

Event description:
It was reported that a patient had a breach in aseptic technique during peritoneal dialysis (pd) therapy which caused peritonitis. On an unreported date, the patient began treatment with dianeal pd4, 1.5%, low calcium, and dianeal pd4, 2.5%, low calcium therapies (doses, frequencies, and lots not reported) intraperitoneally, (ip) for peritoneal dialysis (pd). On an unreported date, the patient made a mistake further described as the patient did not wash hands prior to performing pd therapy and touch contamination (details not provided). Subsequently the patient experienced peritonitis and was hospitalized on the same date. Treatment was not reported. Three days later, the patient was discharged from the hospital. On an unreported date in the same month, the patient recovered from the peritonitis. Pd therapy was ongoing. It was not reported if the patient was re-trained in aseptic technique.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information, a supplemental medwatch will be filed.